Manufacturer narrative:
A2: date of birth: requested, not provided. A3b: gender: requested, not provided. A4: weight: 30. A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: others. The actual sample was discarded by the involved facility. The manufacturing record and the shipping inspection record of the actual product found no anomaly. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, no anomaly was found in the manufacturing records. Since the actual sample could not be confirmed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements." "Measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decreasefio2. To increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow. To increase paco2, decrease total gas flow." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4) .

Event description:
The user facility reported that low oxygenation. The capiox was used for a ventricular septal defect (vsd) closure surgery. After initiation bypass, the capiox did not function properly. After five (5) minutes into full bypass oxygenation dropped despite increasing the fio2 to 100 percent and increasing the sweep gas ration to 2:1. Cpb was terminated and abg analysis was done which showed po2 of 210mmhg with 100 percent fio2 and re-establishment of cpb was carried out; however, it occurred happened. The oxygenator was replaced with a new one. There was a longer duration of surgery resulting in longer cpb time and cross clamp time. The procedure outcome was not reported. The patient was not seriously harmed.